Event description:
The customer alleges that an air leak was found from the reservoir bag. One part of the reservoir bag was torn. The alleged issue was detected just after use. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual inspection of the product involved in the complaint was performed on a picture provided by the customer. The customer complaint cannot be confirmed since no tear could be appreciated from picture as described in customer complaint. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Device history record was reviewed and showed that there were no issues related to defect neither on the product nor its components during the manufacture of the material. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. Customer complaint cannot be confirmed based on the information provided. An attempt to duplicate the failure mode was made, however there's no inventory available at the facility. If the device sample becomes available, this complaint will be re-opened.